Manufacturer narrative:
No patient involvement was reported. Date of event was reported as (B)(6) 2018, exact date is not known. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 4.3mm drill bit was found broken during the cleaning procedure. No patient or surgical involvement was reported. This report is for one (1) 4.3mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No patient involvement was reported. Lot number is unknown. Without a lot number the device history records review could not be completed. Investigation selection , investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: one drill bit with part number 310.430 was received back for investigation. Approximately 25mm from the fluted tip section is broken off. The broken off portion was not returned. The cutting edges are rounded and badly worn. Furthermore, the whole shaft has strong scratches. The lot number is unknown and could not be verified on the part itself (most probably due the strong scratches). Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use-related damage at the device, therefore no drawing/specification review is needed. Material review: the material review could not be performed, as the lot number is unknown. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the cause of this complaint. We only can assume that a combination between intense use and a mechanical overload during use, or mishandling during the cleaning process did lead to breakage of the device. In general, we would like to draw your attention to the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.